Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening; device product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient was only feeling stimulation in their back where the leads were placed. It was noted that the trial began on (B)(6) 2019. On (B)(6) 2019 the patient reported that they thought their wires had moved/migrated. No further complications were reported.